Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.